Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the round tooth retractor instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the logs reveals that no related errors occurred during the procedure. A review of a video of the event was performed by an intuitive surgical, inc. (Isi) clinical development engineer and the following additional information was provided: it can be confirmed, that there were small portions of serosal tearing and very slight bleeding resulting from retraction of the bowel with the round tooth retractor (rtr) instrument, which the surgeon addresses with suture. From the video alone, a root cause attributable to the rtr instrument cannot be determined as the rtr instrument does not appear to have any sort of damage or defect. Refer to MFR report number 2955842-2024-19970 for additional information regarding the tissue injury with the cadiere forceps instrument.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the case was modified to a total gastrectomy and the patient experienced 2 different tissue tearing injuries. The procedure was modified due to a positive result from a rapid biopsy of the gastric stump tissue. The injury occurred while performing the roux-en-y reconstruction during the anastomosis of the esophagus and the jejunum. Using a maryland bipolar forceps (mbf) instrument and a round tooth retractor (rtr) instrument, the jejunum was grasped and elevated. Serosal tearing was observed from the grasped tissue area. As a result, additional sutures were required and then the damaged intestine tissue was resected. The rtr instrument was then changed to a cadiere forceps instrument and the tissue was elevated again, causing a similar tissue injury and additional sutures were required. After the second repair, the staple line of the small intestine stump was grasped and elevated using a fenestrated bipolar forceps instrument; and the roux-en-y reconstruction was completed. The surgeon stated the injury was caused when the jejunum was grasped and pushed up toward the head, and cautioned should have been used when using the rtr instrument to grasp the small intestine. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.